Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar leaked during a procedure on the left eye. The procedure was completed by the surgeon increasing the infusion. There was no harm to the patient. The product sample was retained. No additional information is expected. This is two of two patients.

Manufacturer narrative:
Six opened trocar cannula/hub assemblies were received in small parts trays. The returned samples were visually inspected. One sample was found conforming and the other five samples were non-conforming with holes in the septum. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).